Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted, there was blood/body fluid (not obstructed) on the distal and proximal conductors, a breached cut on the outer insulation, and apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.